Event description:
The customer reported a sheath restrictor tube on the coulter lh 750 hematology analyzer possessed a leak. The fluid was not contained within the instrument, and was approximately twenty milliliters in volume. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found a leak on a specific restrictor tube. He replaced the tubing and verified instrument performance. The cause of the event was a leak in a specific restrictor tube on the instrument. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).